Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod8 revealed an undamaged and a functional device. During functional testing, the pod8 was able to be advanced through its introducer sheath and a demonstration lantern without an issue. The reported complaint could not be confirmed. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8. The physician introduced a non-penumbra microcatheter, pod8 and two pod packing coils (pod pc''s) in the target vessel. As the physician was advancing the pod8 in the microcatheter, resistance was encountered. Therefore, the pod8 was removed and it got stuck in the sheath. The procedure was completed using a new pod8, twelve competitors'' coils and the same microcatheter. There was no report of an adverse effect to the patient.